Manufacturer narrative:
Head end leg support unit was evaluated by the customer.

Event description:
It was reported that the head end leg support was broken. There was pt involvement, but no adverse consequences.